Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 461mg/dl. Customer¿s current blood glucose was 360mg/dl. Customer had no delivery alarm and insulin exited after troubleshooting. Customer reports event was resolved by changing complete set. Products will be returned for analysis.